Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button gets stuck and goes through menu on own. Customer's blood glucose value was unknown. Customer also stated that insulin pump received unexplained non-delivery messages. The device will not be return for analysis.